Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc800 synchron system (dxc 800) intermittently generated false low creatinine results of < 3.0 mg/dl. Customer reported the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse inspected the creatinine module and inspected the syringe but could not find any problem. The fse also performed maintenance on the cup, calibrated the lamp, calibrated the assay, verified the alignments, ran controls and precision test and the results met specifications. To date, customer has not reported on any further creatinine issue.